Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Lead trends showed high and variable thresholds in addition to decreased impedance over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.